Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The reported event was not confirmed. The technician did not note any heat symptoms. Disassembly and visual inspection by the repair technician noted the cable was kinked. This may cause the event. The cable was replaced.

Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.